Event description:
The facility alleges, the stapler jams. No pt injury or medical intervention was reported.

Manufacturer narrative:
The actual device has not been returned for eval. The DHR eval is currently in process. Once the eval is complete, teleflex medical will provide a follow-up report.